Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported that suture placement in the calcified right common femoral artery using a prostyle device using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The suture of one prostyle device was successfully placed. The sheath was upsized to a 14f and the tavi procedure was completed. Reportedly post procedure, a suture break occurred during suture management. A new non-abbott device was used to achieve hemostasis. There was no reported adverse patient effect.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, there may have been damage to the suture due to a snag, or too much tension, or angle was not coaxial; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.